Event description:
It was reported that bd insyte autog bc leaked at a connection. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the leakage. Used for contrast-enhanced CT. After the contrast medium was flushed with saline, the dressing was removed, and fluid leakage was observed around the connection (the residual drug was saline) (the lot number is unknown and will not be available in the future).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the five photographs and 22ga insyte autoguard unit that were provided for investigation. A visual observation and functional test revealed no damage or defects that would cause or contribute to the reported leak. Although the returned samples, photographs, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.